Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was to have the pump replaced on (B)(6) 2018 because it failed. The patient was not sure why the pump failed. About two weeks ago the patient heard the alarm that sounded like a truck backing up but the patient did not know that the sound was coming from the pump. The patient stated no one ever explained what the alarm would sound like. The patient started to feel more pain in back and left leg, nausea, could not walk, and felt sick. The patient went to the ER and stated the ER had no clue what to do and the patient was in the ER all day. The patient was given oral morphine for withdrawal but the patient was very weak and foggy brain. The patient had urinalyses done and there was no opioids found in urine so they figured the pump had failed. The patient's doctor never came to the hospital but the manufacturer's representative (rep) did the next day. The patient was being addressed by the healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a representative regarding a patient receiving morphine (20 mg/ml, 3.998 mg/day) via an implantable infusion pump for the treatment of spinal pain. It was reported that motor stall was seen at initial interrogation and was still active. The patient was experiencing withdrawal symptoms. The stall occurred at 5:58 pm on (B)(6) 2018. Patient did not had magnetic resonance imaging recently. Additional information received indicated that the cause of motor stall had not been determined. The hospitalist consulted with the managing physician and the pump was set to minimum rate and the patient was being supplemented with oral medications until the determination was made about the patients future working with the pump therapy. No further complication was reported.